Event description:
Country of complaint: (B)(6). Suture of bad quality, it is cut. The surgery is delayed and affects the patient discectomy.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the closed sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.